Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. The dilator of the was and guidewire were removed from the patient and a 6f pigtail catheter was inserted into the left atrium. At this time, it was noted that the patient had an air embolism. Air was seen in the laa, the aortic arch and the coronary arteries. The physician removed all the devices from the patient and withdrew the air from the laa, coronary arteries and the intracranial space. The procedure was aborted with no closure device implanted. The patient was unconscious as a result of this event but has since awoken. The patient is currently bedridden with residual physical impairment. It was further reported that the patient remains in a coma and is under observation. It is thought that the negative pressure of the heart due to the deep breathing of the patient during the procedure caused the air entry into the system and eventually the patient.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. The dilator of the was and guidewire were removed from the patient and a 6f pigtail catheter was inserted into the left atrium. At this time, it was noted that the patient had an air embolism. Air was seen in the laa, the aortic arch and the coronary arteries. The physician removed all the devices from the patient and withdrew the air from the laa, coronary arteries and the intracranial space. The procedure was aborted with no closure device implanted. The patient was unconscious as a result of this event but has since awoken. The patient is currently bedridden with residual physical impairment.